Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced night glare and was unable to adapt to the multifocal iol. The iol was exchanged in a secondary procedure with a monofocal iol. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.10. Product evaluation: the product was returned. Solution is dried on the lens. The optic is cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Root cause: the product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that a facility representative indicated the patient was unable to adapt to the multi-focal lens and complained of the night glare. Additional information was provided that the 17.5 diopter lens model was exchanged for a competitors monofocal toric lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).